Event description:
The customer reported being hospitalized with a low blood glucose reading of 38 mg/dl. Troubleshooting was performed. Found that the customer was receiving the wrong amount of insulin due to accidentally programming a different basal rate pattern. The customer was assisted removing the wrong pattern and resuming the standard pattern. The customer also reported unresponsive buttons. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.